Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed pump stoppage events and associated alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. Review of the submitted log files confirmed the reported pump stops/low speed events. Based on previous complaint experience and the patient¿s history of prior low speed/pump stoppage events while connected to a grounded power source (refer to MFR # 2916596-2020-02752), the low speed/pump stoppage events recorded in the submitted log file appeared consistent with potential driveline wire damage. The abnormal pump operation recorded in the log file occurred while the patient was operating on both the power module and on battery power, suggesting damage to at least two wires from different phases of the three-phase motor (phase-to-phase electrical short). Additionally, a phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the no external power alarms recorded in the submitted log file. The patient remains ongoing on ventricular assist device (vad) support and no further issues have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2013. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Previous short to shield issue captured under MFR # 2916596-2020-02752. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a previous short to shield issue reported to the vad cardiologist of pump stop events during power supply change from power module to battery even though the backup battery was fully charged. The patient was admitted for monitoring, and a chest x-ray was performed. There was no macroscopic damage to the driveline noted. There was also low flow alarms reported. Log file review showed 17 pump stops and 4 low speed advisories. The issues appeared to be occurring on both power module and on batteries/ebb and is indicative of potential issues with the percutaneous lead. Log file also displayed a few transient no external power alarms caused by a phase to phase short of the conductors in the driveline, not a disconnect of external power. The cause of the pump stop, and low flow alarms was not identified. There have not been any further low flow or pump stop alarms since the patient's admission and the patient was asymptomatic.